Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During the investigation of the returned device, it was found that the root cause of this catheter complaint was acoustic array de-lamination due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
Investigation: upon review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction. The issue was caused my user error. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the catheter was already inserted into the patient who was under sedation for an atrial fibrillation (afib) ablation procedure. During the procedure, it was found that a poor image was being displayed by the catheter. The doctor removed the catheter from the patient and reinserted a new one to continue and complete the afib. There was a delay of 15 minutes while the replacement catheter was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.